Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21 and button error. Customer's blood glucose was unknown mg/dl. The troubleshooting was performed for a21 alarm. Customer was advised to monitor the insulin pump and explained posibbility of the alarm. The customer understood and continue to troubleshoot for buttton error. The customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.